Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Device was received with normal operating currents and passed self-test and displacement test. No unexpected off no power, low battery, weak battery, battery out limit and failed battery test alarms noted during testing. No cracked or damage battery cap noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump received failed battery test alarm. The customer¿s blood glucose level was unknown. Customer also reported that failed battery test alarm reoccur with each new battery inserted. The customer stated that insulin pump had blank display and contact on battery cap was not damaged or corroded. The insulin pump wil be returned for analysis.